Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on bus. Customer stated that drawer 5 not detected on bus and there was delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 on auxiliary 1 had a bad rear controller board. A field service engineer replaced the controller board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.